Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the vitrectomy probe did not cut during a vitrectomy procedure. Another pack was opened and the surgery was completed. The product sample was retained. There was no patient impact. Additional information was received which indicated the aspiration was functioning. No additional information is expected.

Manufacturer narrative:
One probe sample has been returned for evaluation for the report that the probe did not cut. A review of the related device history record indicate that the product was processed and released according to the product¿s acceptance criteria. The sample was visually inspected and it was deemed nonconforming. The needle was bent at approximately 10 degrees. Actuation testing was performed and it was deemed nonconforming. The cutter did not fully close or open. Aspiration testing was performed and it was deemed conforming. Cut testing was performed and it was deemed conforming. The probe was disassembled and the components inspected. There is approximately 15 minutes of usage wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when removing the inner cutter from the bent needle. The inner cutter was severely bent. Wear marks are present at the bend area. Actuation testing was performed after the disassembly and the testing was deemed conforming. The complaint evaluation did not confirm the probe did not cut as the cut met specification. The evaluation did conform the probe had an actuation issue that did not allow the probe cutter to open and close fully. The root cause for the actuation issue appeared to be from the needle becoming bent during its 15 minutes of use. A bent needle will cause interference between the inner cutter and outer needle and it can result in the cutter not fully actuating. (B)(4).

Event description:
A customer reported that the vitrectomy probe did not cut during a vitrectomy procedure. Another pack was opened and the surgery was completed. The product sample was retained. There was no patient impact. Additional information was received which indicated the aspiration was working during surgery. No additional information is expected.